Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed temperature in cable. It was known that the device did not meet specifications and that the device was influenced by the reported failure. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed stated that they had tried two different temperature cables on their arctic sun device and neither probe would register. Biomed had tried both cables in the patient temperature 1 and patient temperature 2 connections and neither one would display. Biomed had used a simulator key and a temperature probe with them as well. As per investigator notification received on 16jun2023, it was reported that the second temp cable that the biomed stated did not work.

Event description:
It was reported that biomed stated that they had tried two different temperature cables on their arctic sun device and neither probe would register. Biomed had tried both cables in the patient temperature 1 and patient temperature 2 connections and neither one would display. Biomed had used a simulator key and a temperature probe with them as well. Per investigator notification received on (B)(6) 2023, it was reported that the second temp cable that the biomed stated did not work.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.